Event description:
Additional follow-up identified surgical intervention was on (B)(6) 2018 wherein the ipg pocket was relocated into the lower buttock to address the issue. Postoperative follow-up is pending.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has experienced pain at their drg ipg pocket site since implant. Reportedly, the site is painful to the touch and to sit. As a result, surgical intervention to revise the pocket to an alternate location is pending.

Event description:
Follow-up identified the issue is resolved.